Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis and vomiting. Programming checked. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed no delivery. Customer stated her doctor wants her to have pump replaced. Customer does not want to use this pump any longer.